Event description:
The customer reported that during a procedure, the system would not perform fluoroscopy, there was a filament error and the x-ray tube was not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced and the new one was adjusted. The system was tested and found to be working as intended and put back into service.